Event description:
Additional information was received from the manufacturer's representative (rep): it was reported that the patient was having to re charge daily compared to once a week in the past. The issue started after patient fell in june. Impedance check showed 700 to just over 1000 ohms range; rep changed reference points to confirm. Recharge interval calculation: 4.15 volts 600 usec 765 ohms 2 anodes 1 cathode 130 hz 24/7 usage 4.97 eol 5.97 bol recharge data: 8/3 25-50 25 minutes 8/4 25% 0 8/4 25-75 1.6 hours 8/4 75 27 min 8/5 50-75 35 minutes 8/6 50 2 minutes and based on recharge information, the battery is depleting about 25% per day, which is slightly less than the 5-6 days recharge interval calculation, however it's not too far off the mark. Patient hasn't had any over discharge in the past. Patient was advised to log diary as to beginning recharge level and ending level to establish a pattern. As of now, there isn't anything that points to a problem with the implant. No patient symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that for the past couple of months the ins has to be charged more frequently and it¿s not holding a charge like it used too. She would charge to full and the in one day it would quickly drop to 50%. She did have a fall around the same time frame. She was directed to her healthcare provider to have the therapy interrogated. No symptoms were reported.